Event description:
The complainant stated that the brake will not lock on the bed.

Manufacturer narrative:
The technician found the right head brake caster was not locking and slipping when in brake. The technician replaced the brake caster to repair the bed.